Manufacturer narrative:
The reported events were low pacing impedance, sensing issue, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of low pacing impedance and a sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. X-ray examination of the helix found no anomalies although the inner coil at the connector region was noted to be over torqued. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood / tissue and the inner coil over torqued at the connector region consistent with procedural damage.

Event description:
It was reported that, decreased pacing impedance and under-sensing were observed on the right atrial (ra) lead. Additionally, the helix of the ra lead was not able to be extended. The ra lead was not implanted, and a new ra lead was successfully implanted to resolve this event. The patient was stable.